Event description:
It was reported that there is a crack in the corner of the bassinet plastic tub and sharp edges were present. There was no adverse consequences were reported.

Manufacturer narrative:
Result: plastic tub.